Event description:
The resident sat down on the area of the bed where the foot section connects to the main part of the bed and when she did a pin came out and caused the bed to drop a few inches. (B)(4) was unsure the age of the bed. MFR is carroll and the serial number is (B)(4). The resident was transferred to the hospital 2 days after this occurrence for ongoing complaints of pain to right shoulder. X-rays show no serious injury but the family reports that she strained both shoulders.